Event description:
It was reported that the patient presented to the emergency room (ER) with symptoms of fatigue and shortness of breath. The right ventricular lead had no capture and undefined impedance when the patient was lying down and intermittent capture with patient sitting up. There was also a high ventricular rate episode that appeared as noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.